Event description:
Customer reported a failed battery test on her insulin pump. Customer has already tried seven different batteries. Customer's blood glucose is 153 mg/dl. The battery compartment and battery cap are not damaged or corroded. Customer removed the battery for ten minutes and cleaned the contacts. When inserting a fresh battery, the device alarmed failed battery test again. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.